Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(4)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID m995402a001 (serial: unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they saw an unknown message that said they needed a new battery but didn't know when and didn't know if the message appeared when recharging the ins or controller. Patient service specialist helped the patient perform a reset of the controller and confirmed the green light was solid on the controller when plugged into the outlet. Patient unlocked their controller and saw the memory problem message, and they fixed the time. Agent helped the pt inspect the controller battery pins, and the li battery pack contacts, but no visible damage was detected. The troubleshooting steps that were taken on the call resolved the issue. Agent suggested the pt monitor their device, document any messages that may appear, and call back if necessary. The reason for call was patient reported their ins battery has been at 100% for 2 days and hasn't depleted. Agent reviewed the ins battery depletion was dependent on ins settings and usage. Agent had the pt unlock the controller and their stimulation was off. Agent reviewed their ins battery looked to not be depleting due to the ins being turned off. Agent helped pt turn stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Agent suggested pt follow-up with their hcp if the issues persist.